Event description:
Healthcare professional reports right side "rejection of device" and "collection of free thick liquid completely surrounding the breast implant¿.the device has been explanted.

Manufacturer narrative:
(B)(4). Information contained in this report was previously submitted through (B)(4) on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation analysis of the returned device identified: weight to spec, deformation device, cloudy in the gel and crease fold. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. The reported events extrusion and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: extrusion, abscess